Manufacturer narrative:
The event of capsular contracture unknown baker grade is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture unknown baker grade.

Event description:
Patient called reporting adverse event - right side implant rupture. MRI provided by patient also noted "signs of fibrous capsule contracture" unknown baker grade. Unknown if device remains implanted.